Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15jan2020.

Event description:
The customer reported no display on the monitor screen and found black and white lines appearing on whole display. The service technician suspected a problem with the vga controller board and ordered a replacement. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported. The service technician replaced the vga controller board to resolve the reported issue.